Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6).livanova initiated an investigation.if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) gave an error code associated to the encoder during procedure.there was no report of patient injury.

Manufacturer narrative:
The most likely root cause of the reported issue is a defective encoder board or cable, an intermittent faulty connection between the encoder board and the ribbon cable. The device is on its way to return to the manufacturer site for repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: the serial number provided in the initial report was incorrect. The correct serial number has been added to the dedicated section d4 of this report and h4 section has been updated accordingly. The affected device was returned to the manufacturer site for investigation and repair. The reported issue could be confirmed during functional test. The pin point calibration could not be completed due to motor defect. The magnet holder, the linear actuator, bushing/connection piece between the occluder and the motor shaft were replaced in order to solved the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on the above information and based on the fact that the pinpoint and mechanical calibration could not be completed, it cannot be ruled out that the most probable root cause of the reported event is a defective magnet holder.

Event description:
See initial report.